Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to reproduce/confirm the reported complaint. Fa found the primary finding of yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on one side of the bottom yaw pulley. The instrument was tested for energy delivery and passed without any issues. Electrical continuity test passed. Root cause of this failure is mishandling/misuse. A review of the instrument log of the fenestrated bipolar forceps (part # 471205-17; / lot # k12211018-0095) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk1748. The alleged event occurred on the 7th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted liver resection surgical procedure, there was a cautery arc between the monopolar curved scissors and the fenestrated bipolar forceps. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there was a cautery arc between the monopolar curved scissors and the fenestrated bipolar forceps. There was no patient injury, but there were some brown markings on the plastic tip of the instrument arm. The procedure was almost completed so the instrument was removed and not used again. The procedure was completed with no reported injury. On 25-feb-2022, intuitive surgical, inc. (Isi) contacted the original reporter (nurse) and obtained the following additional information about the complaint: the monopolar curved scissors (mcs) will not be returned back to isi and they will continue to use the instrument. The fenestrated bipolar forceps instrument will be returned for analysis. The surgeon did not want to continue to use the fenestrated bipolar forceps because it had brown markings at the tip while the mcs did not. The fenestrated bipolar forceps was removed and they continued to use the mcs instrument for the remainder of the procedure. The surgeon was not positive if the arc was caused because the 2 instruments were too close together, but no arcing touched the patient's tissue and there was no harm/injury to the patient.